Manufacturer narrative:
The initial complaint was reviewed and found not reprotable. This part was erroniously reported.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part/lot numbers for locking screws that were reported are listed below. Synthes cannot identify which of the screws reported were the two broken screws.screw part number lot number4.5mm ti multiloc screw 04.019.036s 8952528multiloc screw ø4.5 l38 tan 04.019.038s 8564501lockscr ø4 l20 f/nails tan dblue 04.005.410s 8405067lockscr ø4 l22 f/nails tan dblue 04.005.412s 8441977(B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon inserted the screw in screw after an insertion of multiloc screw. Although there was no problem on the surgical procedure, the surgeon noticed a different sound from the usual one. According to x-ray photo, the screw in screw was broken. The surgeon removed it. It was found out after removal that torque wrench was not attached to the screw driver. The operation was extended for 5 minutes. This report is for the two broken screws. This is report 1 of 1 for (B)(4).